Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference 1221359-2022-02975 thorough 1221359-2022-02988.

Event description:
The customer reported fourteen (14) false positive results with the binaxnow covid-19 ag card on multiple dates in (B)(6) 2022 on kitted nasal swabs. This report addresses patient five (5) of fourteen (14) and lot 150358 (total quantity 1). The patient was tested with the binaxnow covid-19 ag card on (B)(6) 2022 which generated a positive result. Pcr confirmation testing (unknown platform) was performed on the same day which generated a negative result. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 150358 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-000 / lot 150358 and device part number 195-430h / lot 146923. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 150358 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.